Manufacturer narrative:
The beckman coulter au 480 clinical chemistry analyzer user guide states in pertinent part as follows: the "7.6 replacing the na, k, or cl electrode. If the electrodes have deteriorated, appropriate analysis results will not be obtained. Replace electrodes when calibration results are out of range, and troubleshooting has been performed. Electrodes are under warranty for 40,000 samples or 6 months. Replace them based on calibration and qc results..."

Event description:
On (B)(6) 2012, customer reported to beckman coulter, inc. (Bec) that the beckman coulter au 400 clinical chemistry analyzer generated erroneous potassium results. Bec customer technical specialist assisted the customer via the telephone. Cts instructed the customer to change the electrode as the electrode was six (6) month-old. Cts instructed the customer to recalibrate and redo quality control after changing the electrode. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. On (B)(6) 2012, customer reported there were instability issues with electrolytes. Bec field service engineer (fse) was dispatched to the customer's site. The fse observed bubbles in line #6 that came from the reference valve. The fse found the air bubbles were caused by the operator incorrectly re-installing the electrode stack in the ion selective electrode compartment at the time of the replacement of the potassium electrode. The fse reseated all the ion selective electrodes. The fse flushed the reference valve and the flow cell. The au 480 clinical chemistry analyzer returned to specifications after the repair.